Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study reported the cause of the wound being red and swollen was pump pocket dehiscence. It was noted the pump was explanted and replaced. The catheter was replaced because the pump was moved to a new location. The patient's weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study indicated the device diagnosis was updated to ¿not applicable¿.

Manufacturer narrative:
Continuation of medical devices: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 05-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown baclofen (500.0 mcg/ml at 62.45 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was examined, on (B)(6) 2017, and the patient's wound area was red and swollen. The device diagnosis was listed as other. The event was possibly related to the device or therapy and possibly related to the implant procedure. The patient's pump was repositioned and the catheter was replaced on (B)(6) 2017. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study indicated the device diagnosis was updated to other painful pump pocket. The clinical diagnosis was pocket dehisced. Interventions included the pump was explanted/replaced on (B)(6) 2017. The device disposition was unknown. No further complications were reported/anticipated.